Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure performed on an unknown date. During the procedure, the device felt stuck when the handle was turned. The same problem occurred with the second speedband superview super 7 device. It was reported that the cable was inadequately lodged on the lever making it impossible to reel the handle. The procedure was completed with the third speedband superview super 7 device from a different lot number. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.